Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's explant has not been scheduled yet. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# unknown. Product type recharger. No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), as well as a patient via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's device had not worked in several years and was malfunctioning. Troubleshooting was unable to be done at the time of the call due to lack of access to the product. It was later reported that the device had not worked for almost 4 years and was unable to charge. Working with their rep, they tried to charge the device but it would not come on, even after 12 hours of charging. The recharging unit would not come on, periodically will flash "medtronic", and the stimulator did not work for them. It was reported that the trial worked excellent, however the patient's permanent device never worked. It was later reported that the patient stated their device had been overdischarged for over three years now, they attempted to jumpstart their ins and the patient was able to charge their device but rapid depletion was occurring so they were unable to reset por. The plan was for the patient's hcp to set them up for device explant. No further complications were reported or anticipated.